Event description:
It was reported that pump did not show correct insulin amount when new cartridge was loaded. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no troubleshooting or corrective actions were documented, and no additional information was received regarding outcome of event.